Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. Attempting to get additional info. A follow-up investigation report will be sent when info becomes available.

Event description:
The event is reported as: the device could not be used as it cut through and damaged the branches of the arteries. No further info was reported. Attempting to get additional info to clarify complaint.